Event description:
It was reported to bsc/target that during the procedure there was a longitudinal crack at the distal section of the spinnaker elite 1.5f catheter during a selective injection of contrast with the help of a 1-cc syringe. The patient was reported to be in good condition.